Manufacturer narrative:
According to the description of the event, an impactor for tibial inserts broke. The surgery staff reported it as defective, hence it is very likely that the issue occurred intraoperatively. The product in question was not provided for an optical examination. Since no pictures were available neither, no optical examination could be carried out. Based on the description of the event, it is assumed that the part on the tip of the product broke. However, this cannot be confirmed without the affected product. It is assumed that the issue occurred intraoperatively due to the description of the event. However, this event had no health effect on the patient. It is not known how exactly the surgery was finished (e.g., if a second impactor was used instead). The manufacturing documents and the material certificates were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issues occurred. It can only be assumed that the malfunction can be regarded as random failure of a component with regards to the impactor for tibial inserts. The product was in use for over 4 years. This event was assigned to the error patterns "break of the instrument in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/torn" and "reported as defective from the surgery". Note: based on the available description of the event, it is assumed that the malfunction with the instrument occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if another impactor was used instead).